Event description:
It was reported the pt was not feeling stimulation; she had not charged her ipg for a while. A new charger did not resolve the issue. The pt was working with her physician for the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.